Event description:
It was reported that noise was observed on both the atrial and ventricular channels. External noise is suspected. Device remains implanted. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.